Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of a 46 mm in diameter abdominal aortic aneurysm. There was no severe vessel tortuosity present at the index procedure and there was partial vessel calcification. It was reported that, approximately one month post index procedure, the endurant ii iliac limb was discovered to be thrombosed and occluded. The physician elected to remove the thrombus using a guide wire. The physician then elected to implant a bare stent. The reported event was resolved. Per the physician, the cause of the event was unknown. No additional sequelae were reported and the patient is being monitored by their physician.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.